Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported she first became aware of the issue at 4.54 pm on (B)(6) 2018, when she reported that she obtained blood glucose readings of ¿285 and 60 mg/dl¿ on the subject meter, the tests were performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lifescan¿s criteria for accuracy. It is not known how the patient manages her diabetes. The patient alleged that she had developed symptoms of ¿lethargic, sweaty, weak and passed out¿ just prior to obtaining the above results. In response to the symptoms, following carrying out the blood glucose tests, she called her doctor and he advised her to go to the emergency room. The patient was unable to confirm what treatment she received, but reported that her blood glucose on the doctor¿s meter was ¿56 mg/dl¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr also noted that that the patient¿s test strips had been stored correctly, and were within expiry date. The vial was not cracked or broken. Csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.